Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that the patient passed away on 21jun2020.

Event description:
It was reported that the patient was admitted to (B)(6) veteran affairs (va) hospital (B)(6) 2020 with a concern for driveline site infection which was related to erythema and exudate around driveline exit site. The patient was afebrile and had no symptom of tachycardia, hypotension, or leukocytosis to suggest systemic inflammation. Blood and driveline exit cultures were drawn and returned negative. Computed tomography (CT) was also done and showed no evidence of driveline infection. However, incidental retroperitoneal mass was found which was a concern for liposarcoma and the patient wanted to proceed with interventional radiology (ir)-guided biopsy of the mass. CT-guided biopsy of mass was done in ir on (B)(6) 2020. The patient was discharged from va hospital on (B)(6) 2020 and returned to long term acute care (ltac) facility. The patient then presented to the local hospital with abdominal pain and found to have hematoma with active hemorrhage and was medflighted to hospital for urgent embolization. The patient then developed hemodynamic instability and lactic acidosis that necessitated additional fluid resuscitation and IV vasoactive support with norepinephrine, vasopressin and dopamine. A decision was made to proceed with continuous vino-venous hemofiltration (cvvh) with the recognition that the intervention may be futile. The working diagnosis was right ventricular (rv) failure following volume resuscitation +/- sepsis. The patient was on broad spectrum antibiotics of vancomycin, zosyn (piperacillin/tazobactam). Due to low mean arterial pressure (map), despite circulatory support with high dose IV norepinephrine, IV vasopressin and low dose dopamine, the patient has not been able to have fluid withdrawn via cvvh and was becoming more acidotic. Their family member was contacted and was informed of the deteriorating condition and the healthcare team's inability to effectively manage the patient's condition despite aggressive circulatory and ventilatory support. Without the ability to remove volume and correct the acid-base balance, further efforts to support the patient were futile. The family agreed to move forward with withdrawing support, specifically all IV vasoactive medications, mechanical circulatory support and cvvh. The patient passed away on (B)(6) 2020 and the causes of death were determined to be non-ischemic cardiomyopathy status post heartmate 3 left ventricular assist device ((B)(6)), hemorrhagic/hypovolemic shock, acute kidney injury (aki), respiratory failure, and possible retroperitoneal bleedings.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events as well as the subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, and renal dysfunction), and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.